Event description:
A caller reported a malfunction on a pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if needed.